Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative result for one donor that had a previous history of e positive antigen. According to customer, donor had a previous history of e+ tested back in 2010 ( method and antisera used unknown). Donor unit was tested using ortho anti-e antisera lot # eb336a exp 4/28/2019 and negative reaction noted at immediate spin and even after 10 mins incubation at room temp. However, when testing was performed using the mts phenotyping card; and the e antigen is reacting 2+ positive. (Customer was performing validation studies between tube and gel method) when the false negative reaction was noted. All quality control testing performed passed as expected. Customer uses a competitor's screening cells as a source of positive (heterozygous) and negative control cells. No manipulation of the cells (qc) have been done, they were all used straight out of the vial for manual tube method. As stated in the instructions for use, two readings were taken for each of the negative reactions. One reading at immediate spin and then again after 10 minute incubation at room temp. These negative reactions were read macroscopically. Qc for gel cards were performed and acceptable. Issue started on: (B)(6) 2018; reported 01/30/2018 with lot eb336a. Methodology used: manual tube method. Qc passed. Storage condition temperature: as per IFU; visual appearance before use: acceptable; reagent red blood cell storage and handling: as per IFU; detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue : all up to date. Tsc discuss difference of clones using for gel cards vs manual tube method. Customer satisfied with documentation.